Manufacturer narrative:
(B)(4). The device was not identified or returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is identified and returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump under infused zosyn and vancomycin, along with fluids running as boluses or over 200 ml/hr (programmed amounts unknown) during therapy in the emergency room. It was reported large residual amounts were left in the bags (of greater than 20%). It was also reported that the pharmacist checked the pumps and ran a 250 ml bag at 100 ml/hr for two hours (medication unknown) and the pump infused the programmed amount. It was reported there was no patient injury.